Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-jul-2025, the user reported elevated blood glucose, with a peak of 280 mg/dl, and asked if a site change was needed. During the call, bg began to decrease. The agent advised that a site change should be performed if bg did not continue to decrease within the next hour. The user¿s bg trended down with corrections, and no symptoms were reported. No medical intervention was required.